Manufacturer narrative:
The customer is having the comm loss issue frequently and by resetting the netkonnect remote network extension the comm loss issue resolves itself. However, this situation reoccurs. The customer reset the netkonnect again and the rns monitoring station was back up and running. This issue is still under investigation.

Event description:
The customer reported that the remote network stations (rns or remote monitoring system) show communication loss.